Manufacturer narrative:
Information was received via published literature. (B)(4). The device was not returned for review as it remains implanted, therefore its condition cannot be described. Device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4083311/.

Event description:
It is reported that a patient received a natural hip press fit stem and acetabular component. Subsequently, the patient experienced calcar erosion.